Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump had failing battery life and two large cracks on the back of the battery casing. The patient's blood glucose at the time of incident was 9.0 mmol/l. The battery was changed but the device would not power back on. The device was dropped earlier in the summer; the physical damage was a result of this incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to the battery tube dislodged and shifted inside of the case causing the battery cap not to make contact with the battery and completing the battery power circuit. Unable to perform self-test, displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current and active current measurements due to blank display. The insulin pump had scratched case, case cracked behind the pump near the battery compartment, cracked case, broken battery tube threads, serial number label faded, pillowing keypad overlay, minor scratched lcd window and missing the display window cover.